Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient underwent lumbar cistern drainage placement on (B)(6) 2026, and postoperative drainage was normal. On the morning of (B)(6) 2026, when the nurse was drawing blood from the patient, the fixing tape was found to be wet. After removing the tape, it was discovered that the connection of the drainage device had broken. The on-duty physician was informed, the lumbar cistern drainage device was removed with assistance.